Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0cve7, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of neurostimulator model 3058 serial # (B)(4) showed no anomalies. Analysis of lead model 3889-28 lot # va0cve7 showed that the lead body and insulation was twisted. Good, stable output was seen when tested on the electrode pairs as received (and referenced to one electrode).

Event description:
It was reported that the patient experienced pain and redness at the pocket site of their implantable neurostimulator (ins). The patient then went for a revision on (B)(6) 2014 due to the pain. Upon opening the pocket, the physician noticed that the lead component was twisted multiple times (as many as 10 times). It was then observed, possibly due to the twisting of the lead, that the tined end of the lead was dislodged and not in the s3 foramen. At this point the physician decided to remove the entire ins system. The physician closed the pocket and was to discuss with the patient the possibility of a new ins system. The doctor did not want to do this at the surgery and was to revisit the option with the patient later. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.